Event description:
The complainant reported the implant of an impella 5.5 device to a patient with cardiomyopathy for mechanical circulatory support was unsuccessful. Difficulty getting the motor housing to pass anastomosis was encountered. Straightening graft and a buddy wire attempt were unsuccessful. There was concern that motor could have been damaged while attempting to cross anastomosis. Therefore, the decision was made to explant and replace the impella 5.5 device which was successfully completed.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.